Manufacturer narrative:
The console (aic) was returned for evaluation. After review of the logs, data showed no ¿purge cassette ticks¿ were recorded, confirming that purge motor was not advancing the piston. Upon inspection of the console and despite installing a known-good purge cassette and purge disk, the priming would not start. Also, diagnostic data would show very low values of purge flow, the purge pressure was not constant (not increasing) the number of motor ticks. Temporarily replacing only the purge motor did not resolve the issue. Temporarily replacing only the pud pca did not resolve the issue either. Once both components were simultaneously replaced, the issue was resolved, and the purge system was working within specification. Therefore, the root cause of the purge disc/flag issues is due to a defective purge assembly (stepper motor and pud pca). The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that while the device was being prepped, the automated impella controller (aic) would not detect two brand new purge cassettes. A loaner was sent to the customer and there was no report of patient harm or injury.